Event description:
As reported by the edwards field clinical specialist, a severe paravalvular leak (pvl) was noted following deployment of the sapien valve. A second sapien valve was prepped and advanced to deploy inside the first valve. While attempting to the position the second valve, the deployed valve embolized into the patient's left ventricle. The surgeon proceeded to open heart surgery to remove the sapien valves and place a surgical valve. Following surgery, the patient was transferred out of operating room in stable condition. Investigational activities revealed the following: the patient's sinotubular junction is moderately calcified. The patient's aortic root is severely calcified. The image intensified angle was described as good, as was the coaxial alignment of the valve and delivery system. Balloon inflation was held for three or more seconds, and ventilation was also held during valve deployment. The valve was positioned 50:50 across the native annulus pre-deployment. Post deployment, the valve was positioned 60:40. Per report, the medical team thinks that the second valve pushed the first valve out into the ventricle.

Manufacturer narrative:
A DHR review was not performed because there was no allegation of device malfunction. The device is not available for analysis as it was retained by the hospital. The imaging is also not available for review. Per the instructions for use, valve embolization requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to valve embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, it appears that the severe calcification on the patient's native aortic valve may have contributed to the paravalvular leak. Per report, the valve embolization was the result of the second valve pushing the first valve into the patient's left ventricle, however, this cannot be confirmed in the absence of imaging from the procedure. There is no allegation of device malfunction or mislabeling, and no inadequacies in the physician training or instruction for use have been identified; therefore no further actions will be performed in relation to this event.